Event description:
The customer reported approximately ten (10) milliliters of diluent leaked onto the counter and floor involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid; there was no exposure to open lesions or mucous membranes. There was no operator injury or adverse effect associated with this event.

Manufacturer narrative:
The fse assisted the customer in troubleshooting through the telephone. The customer discovered disconnected tubing at the needle and reconnected it to resolve the issue. The customer performed several system startups and shutdowns with no evidence of fluid leak. The fse reviewed proservice and noted no system error messages at the time of the fluid leak. The instrument was returned to normal operation. (B)(4).